Manufacturer narrative:
Product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID : 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported during a revision surgery, the healthcare provider (hcp) ¿yanked¿ the lead while the patient was awake which caused him to go into shock. It was stated the patient had to be admitted to the hospital and his blood pressure dropped to the 40s and his saturation was in the 70s. Reportedly, ¿the patient almost died.¿ it was also stated the hcp moved the lead from t5 to t8 and the lead was no longer reprogrammable. It was noted the patient was getting stimulation in her heart, chest, elbow, arm and belly. It was further noted the caller felt a bad implant caused the implantable neurostimulator (ins) site issue that lead to the implant revision. The revision resolved ins site issue, but creates issue with stimulation not in the appropriate location. Additional information was requested but not known at the time of report.

Event description:
Additional information reported that a replacement of the patient¿s leads was planned for (B)(6) 2014. It was noted this replacement coincided with high impedance issues. It was additionally reported the patient experienced ¿abdominal stimulation¿ at the time of report and instead ¿needed coverage for the lower back and legs.¿ it was stated the patient experienced ¿less than 50% therapy relief¿ at the lead location at the time of follow-up.

Manufacturer narrative:
.

Event description:
It was further reported that during the replacement surgery the patient was given a shot of "epherneflin" and the doctors sent the patient to a different hospital for observation and pain control. The patient was awake for 80% of the time they were in surgery and heard all the conversations. A manufacturer representative suggested that they leave the leads in since they were still good but the doctor yanked them out, scar tissue and all. The patient went into shock and was crying out in pain and the doctor put the new leads in while the patient was still awake. The pain was so unbearable that when they gave the patient a strong pain medication it didn't touch the pain. A week after the surgery the patient was still in pain. The doctor thought it was a malfunction with the device and the manufacturer representative thought the issue was with something the doctor did. The device worked but did not stimulate in the patient's back or legs. The patient started working with a different doctor and was scheduled for a surgery on (B)(6) to reposition the unit and add a paddle lead.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the "implanter replaced the leads that were working and now don't." It was noted that there were no abnormal impedance. It was noted that the implanter removed the working leads and replaced them. It was noted "now don't work." It was noted that the patient had the lead and the battery replaced on (B)(6) 2014. It was noted that the percutaneous leads were replaced by a paddle lead. It was noted "so far excellent results." It was noted that the patient did not require hospitalization due to the event.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient experienced stimulation in the wrong location as well as a shocking or jolting sensation. It was noted that during surgery the old leads were taken out and caused surrounding tissue and scar tissue to be "ripped out". It was reported that this caused pain to go down the patient's right leg and it caused him to go into shock and his blood pressure "dropped". It was noted that the patient was "brought back" out of shock with epinephrine. It was reported that the patient had shallow breathing when his blood pressure dropped. It was noted that the patient was in the intensive care unit (ICU) for a day and a half. It was reported that the new implantable neurostimulator (ins) "never worked" since implant. It was noted that the company representative and health care provider (hcp) confirmed that the device was working and there was "nothing wrong" with the leads. It was reported that the patient was not feeling stimulation. It was noted that the patient was feeling mild stimulation in his elbows and the upper part of his chest, but should have felt stimulation in his lower back and both legs where the pain was. It was reported that the leads were not put in "right". It was noted that the leads were "perfect" on x-rays taken by the patients hcp. It was reported that the patient was taking methadone orally at the time of the report and patient wanted to lower his dosage, which was the goal of getting the ins. It was noted that the patient was reprogrammed "about 6 times" and still only felt stimulation in his elbow. It was reported that the patient was in "a lot of pain" and was "in trouble" because his oral dose of methadone would be reduced from five 10 mg pills per day to three 10 mg pills per day.

Manufacturer narrative:
Concomitant medical products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37746, serial# (B)(4), product type programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead.

Event description:
Additional information received reported that the stimulator did not work. Patient had not received assistance. The patient was still having concerns with their device or therapy but was working with their doctor or manufacturing representative.